Event description:
The facility representative contacted baxter to report a folfusor that has ruptured during filling. The device was filled with 50ml (milliliter) of sodium chloride and flurablastin and then after 16ml of flurablastin, it burst. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. The root cause for this investigation is in progress. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The root cause for this issue is being investigated though CAPA (corrective and preventive action) investigation associated with this report, CAPA (B)(4).

Event description:
Poly wear discovered during pt's revision surgery.